Event description:
Medtronic conducted a pmcf project using a licensed secondary database to evaluate the safety and performance of the hawkone device. As part of this activity, adverse events (aes) that may or may not be directly attributable to medtronic devices were reviewed. Aes reviewed were aneurysm, arterial dissection of target vessel arterial perforation of target vessel, arterial rupture of target vessel, arterial spasm of target vessel, arteriovenous fistula in target vessel, bleeding complications of target limb and/or vessel, arterial bypass surgery on target vessel, hypotension, infection of vascular system, target vessel, or target limb, ischemia of target limb, total occlusion of the peripheral artery of target vessel, embolization or thrombosis of target vessel, restenosis of the target vessel and death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.